Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Via regulatory agency, a patient reported being injected in the lips with an unspecified juvéderm®. The patient experienced ¿blistered, weeping nodules¿ 7-10 days post-injection. The patient contacted the healthcare professional for advice and was given ¿lots of medications.¿ by week 3, the patient¿s lips were ¿swollen, painful,¿ and the patient feared that they ¿may not return to normal.¿ event is ongoing.